Event description:
It was reported that the device would power on, but the screen stayed black, and nothing was being displayed on the lcd screen and beeped. The event occurred during testing. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device upstream occlusion sensor was replaced.